Event description:
It was reported that the wake button was not working. There was no reported adverse impact to the customers blood glucose level. A replacement pump was sent to the customer to resolve the issue.